Event description:
The device was implanted on 5/26/88, for the intrathecal infusion of baclofen for treatment of pain (note: intrathecal infusion of baclofen is not a MFR's indication for the device's intended use). On 2/20/97, a facility nurse informed the MFR's sales rep that over the past few months, the return (rv) of the device has been between 15-28cc at the time of the device refills. The facility nurse requested that a MFR nurse contact the facility nurse for assistance to see if this problem could be solved. No further details were provided at this time.

Manufacturer narrative:
On 2/21/97, the facility nurse informed the MFR's clinical rep that this patient has had her device refilled at home by a visiting nurse. Yesterday (2/20/97) the visiting nurse informed the facility nurse that residuals have been 15-28cc for the past few refills (could not be more specific, patient's chart was not available). This was an increase in the residual volume with the refill time frame being the same; however, the patient still has "adequate control." For this reason and due to the physician being away, the patient was scheduled to be seen at the office on 3/12/97, when the physician returns. At that time, they would perform the airlock procedure and flush the device sideport. The device refill after these procedures will determine if this did help. On 3/13/97, the facility nurse informed the MFR's rep that the patient was seen on 3/12/97. The device was still flowing slower then expected; however, the patient was receiving "good spasticity control." The facility nurse stated that she followed the instructions (air-lock procedure and flushing the device sideport) recommended by the MFR's clinical rep on 2/21/97. No problems were encountered emptying the device of the medication; however, the first time she flushed the device, she encountered difficulty (resistance). The second time she flushed the device, she met with slight resistance, but no more than normal. The facility nurse then palpated the device sidport, found it very easily and accessed the spinal fluid. The patient had excellent flow and the catheter was not occluded. The patient was scheduled for a device refill on 4/3/97. On 4/9/97, the facility nurse informed the MFR's rep that the patient was seen at her home on 4/2/97, for a device refill. The residual volume = 14ml which was not her norm; however, this has been the approximate amount of residual volume received the past three (3) device refills, so at least it is consistent and the patient is still very well managed. It was decided that even though the device is flowing slower then expected, the patient was still "very well managed/still had good spasticity control"; therefore, the device would remain implanted for continued use in the patient's therapy regimen. A trend analysis was performed on similar incidents for this catalog number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. The device remains implanted for continued use in the patient's therapy regimen; therefore, based on the information available, the cause of the slow flow rate of the device could not be determined. The MFR's investigation of this incident is inconclusive. No further details are available. The MFR is now closing the file on this event.